Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During a pulmonary vein isolation procedure, when the catheter was removed from the sheath, blood leaked from the valve of the sheath. The sheath was replaced, the procedure was completed with no adverse consequences to the patient.